Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The root cause cannot be determined. Attempts have been made to obtain additional information. (B)(4).

Event description:
An ophthalmic surgeon reported that iris touching has occurred. Since clogging of the lumen did not occur, it is under observation with no particular treatment. Additional information was requested.